Event description:
A customer observed negatively biased psa results on a proficiency sample tested on the eci analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that the proficiency organization indicated that all eci users participating in the study yielded similar results. Qc results were acceptable on the day of testing. Datalogs could not be recovered for analysis, as the analyzer has been de-installed at the customer site. No further troubleshooting is possible. The root cause of the event is unknown.